Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's right ventricular (rv) lead exhibited noise oversensing. High ventricular rate (hvr) was noted. No intervention was performed. The patient was stable.